Event description:
It was reported that, "the pt was walking and was experiencing pain and swelling. The surgeon took x-rays and the patella was cracked so the surgeon revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.